Event description:
It was reported that an unspecified amount of bd vacutainer® sst¿ blood collection tubes obtained erroneous potassium results. Results were expected to be in range and were elevated. Patient information was not obtained. Patient/s was/were re-drawn and repeat testing performed, however, the results of testing were not reported. The following information was provided by the initial reporter: customer states tubes spun at rcf listed in IFU. Samples allowed to clot for 30 min prior to processing. Rotina 380r centrifuge at 1300 rcf for 10 minutes. Potassium testing is performed on a vitros 4600 analyzer, no visible hemolysis present in the samples that are flagging high for potassium.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure modes, erroneous results-potassium, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10 .

Event description:
It was reported that an unspecified amount of bd vacutainer® sst¿ blood collection tubes obtained erroneous potassium results. Results were expected to be in range and were elevated. Patient information was not obtained. Patient/s was/were re-drawn and repeat testing performed, however, the results of testing were not reported. The following information was provided by the initial reporter: customer states tubes spun at rcf listed in IFU. Samples allowed to clot for 30 min prior to processing. Rotina 380r centrifuge at 1300 rcf for 10 minutes. Potassium testing is performed on a vitros 4600 analyzer, no visible hemolysis present in the samples that are flagging high for potassium.